Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. Based on information received, the patient had not enough benefit as only a partial insertion was achieved during initial implantation surgery. The patient was re-implanted with a different electrode configuration and a full insertion was achieved. This is a final report.

Event description:
It was reported that the patient did have access to sound but that it was not adequate for speech and language development. According to the surgical report, only partial insertion could be achieved at initial implantation with only 6 electrodes channels being in the cochlea. The patient did not perform well with the device, currently performing better with the contralateral hearing aid. Additional information received stated that the patient has been reimplanted with an electrode array with a different configuration.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. Based on information received, the patient had not enough benefit as only a partial insertion was achieved during initial implantation surgery. As the patient was re-implanted with a different electrode type and a full insertion could be achieved, it is assumed that an inadequate electrode selection was made during initial implantation. This is a final report.

Event description:
It was reported that the patient did have access to sound but that it was not adequate for speech and language development. According to the surgical report, only partial insertion could be achieved at initial implantation with only 6 electrode channels being in the cochlea. The patient did not perform well with the device, currently performing better with the contralateral hearing air. Additional information received stated that the patient has been reimplanted with an electrode array with a different configuration.

Event description:
It was reported that the clinic plans to re-implant the patient. Account to the surgical report, 6 electrodes are in the cochlea. The patient does not perform well with the ci, but actually performs better with the contralateral hearing aid. A date for repimplantation has not yet been decided.